Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on connectors on interface board. We were unable to perform any test or verify alarms due to blank display. No audio/beep anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer reported insulin pump had a constant tone and a blank display. The customer's blood glucose was 181 mg/dl at the time of incident. The customer stated that they were using a new battery cap. The customer stated that they already tried to change the battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.